Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the transducer was connected to the ultrasound system, an error message occurred, believed to be us acquisition hw_31. When the probe was disconnected, the ultrasound system booted up and functioned properly. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event description, update the initial reporter information, update the manufacturer contact information, update report source, provide the date new information was received, and correct the patient code.

Event description:
Additional information was obtained and it was reported that the error was displayed during equipment testing and prior to a transesophageal echocardiography (tee) study. The transducer was replaced and the intended study was subsequently completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.